Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device battery depleted early. Therapies were administered over the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.